Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to lab test comparison, side by side, within a minute. Both tests were from a venous draw. The reading on her meter was 98mg/dl , and the lab test was 150mg/dl. She did not have any symptoms. During troubleshooting, the reporter related that she was concerning with the lab test comparison, and did not know the time between the test and lab processing. It wasn't possible to do any control solution testing due to a lack of available supplies.